Event description:
It was reported that the subject device exhibited the screen becomes noised, the issue occurred during service of maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1 completed address: (B)(6). The device was returned to olympus for inspection, and the reported failure "the screen becomes noised" was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image has b30 scope communication error. The root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.